Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There was no condition noted during the evaluation that would suggest any anomaly with the device.

Event description:
It was reported that the patient underwent prophylactic generator replacement. The patient's mother indicated that the patient has experienced a recent increase in seizures. It is unknown if the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. The generator was received for analysis. Analysis is underway, but has not been completed to date.